Event description:
After an outpatient gyn (gynecologic) surgery, when the circulating rn removed bovie grounding pad from the patient's right posterior thigh, there was an l-shaped area that looked bruised where the pad had been placed. The surgeon was shown the site and made aware. The pad had been properly placed over a large thigh muscle. Patient is due back in clinic for follow-up at the beginning of (B)(6) 2020.